Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the complaint device was received and the reported mechanical issue (clip opening) was not confirmed during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported event. Review of the complaint history identified no lot specific product issue. A definitive cause for the reported mechanical issue (clip opening) could not be determined in this incident. The observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip ntr that was opening during the lock test. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was deployed without incident. The second mitraclip (ntr) was advanced and grasped the leaflets. During the final arm angle test, the clip opened. Troubleshooting was performed and clip was reclosed. The final arm angle test was performed, but the clip opened again. More troubleshooting steps were performed and the leaflet was grasped. The clip was ready for deployment and the final arm angle was tested a third time, but the clip opened. The undeployed mitraclip ntr was removed from the anatomy. Another mitraclip ntr was used to complete the procedure without further incident. The patient had a great result and mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.